Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient stated she did not receive any alerts from her dexcom mobile app or omnipod insulin pump notifying her of her hyperglycemic state. She discovered her cgm was reading high mg/dl while the bg meter was reading 593 mg/dl. The patient also reported that her omnipod insulin pump was ¿not delivering the correct insulin¿ (which was reported to insulet). The patient began vomiting. The patient self-treated with benadryl and zofran but the patient¿s symptoms persisted into the following day. The patient¿s sensor failed and the patient replaced her sensor. The patient¿s new sensor was reading high but she still did not receive any alerts from her dexcom mobile app or omnipod insulin pump. The patient¿s husband then took the patient to the emergency room (ER) around 1pm. At the ER, the patient¿s bg meter reading was 570 mg/dl and was ¿found to be progressing into dka¿. The patient was treated with IV fluids, IV insulin, IV benadryl, and IV zofran. The patient was discharged on (B)(6) 2026 around 12pm. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.